Event description:
Physician reported that patient developed canalicular inflammation and overgrowth of conjunctiva around an implanted punctum plug. At the time of this report, it is unclear if medical intervention was required; however, a review of this incident by co's medical advisor indicated that removal of the punctum plug and treatment with a broad spectrum antibiotic and steroid may be indicated. The exact model and lot numbers and date of implantation is not known.